Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the final part of the atrial fibrillation ablation procedure, while isolating the right pulmonary veins, the formation of small thrombi was noted at the tip of the catheter. The fragments were aspirated, the catheter was removed and a charred appearance was observed on the catheter tip. This was noted at the end of the procedure, the procedure was completed with no reported adverse consequences to the patient.